Event description:
During the start of a cardiac catheterization the introducer shaft of a hemostasis disposable device sheared off in the pt's right remoral artery. Surgical site cut down required to retrieve introducer. No permanent impairment.